Event description:
It was reported that this pacemaker exhibited atrial channel oversensing of ventricular signals. Intermittent undersensing of atrial signals were observed in an atrial tachy response (atr) episode. Technical services (ts) was consulted and confirmed the far field signal. Ts recommended increasing ra sensitivity and explained the variability in amplitude might be clinical in nature. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.